Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device damage. A visual inspection under a microscope found the implant device broken off on one side. The broken piece was not returned to olympus. The device fragment measured approximately 1mm in length. This type of device is fragile and should be handled with care. If handled with excessive force, device damage could result.

Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The implant device has not been returned to olympus for evaluation. The cause of the reported event could not be determined at this time; however, user handling and operator¿s technique could not be ruled out as contributory factors to the reported event. The instruction manual for use states, ¿as all prostheses are inherently delicate and some materials, such as hydroxylapatite, are brittle in nature, careful handling is essential to prevent damage during manipulation, trimming or sizing, and implantation. All trimming or sizing should be performed on a cutting block with only the shaft resting on the surface of the cutting block so as not to place excessive stress on the head and shaft interface."

Event description:
Olympus was informed that during an unspecified ear implant procedure, the implant device broke apart inside the patient. All broken pieces were retrieved. The procedure was completed using a different but similar implant device. No patient injury reported.